Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2019-02784, 3006705815-2019-00743. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had high impedances and patient's ipg had become inoperable due to patient not charging the device as recommended. In turn, surgical intervention was undertaken wherein one of the leads and the ipg were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.